Event description:
It was reported that the cot could not be properly secured in the ambulance due to a damaged cot retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.